Event description:
While setting up for a cataract procedure, the technician noted a white fiber in the ultraflow tip. Ophthalmologist surgeon removed the fiber and wanted it sent for analysis. This is long-standing problem. Unable to determine origin of fibers. Concern over effects of fibers inside the eye.